Event description:
It was reported that balloon rupture occurred. The patient presented with lower limb arteriosclerosis obliterans. The 90% stenosed target lesion was located in the severely calcified iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The first inflation was performed at nominal pressure for 1 minute followed by the second inflation at rated burst pressure for 1 minute. However, during the third inflation, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).